Event description:
It was reported that the atrial lead had far field r wave oversensing with atrial sensitivity programmed at 2.1 millivolts (mv). The patient went into atrial fibrillation and did not have mode switch due to atrial undersensing at 2.1mv. The patient was symptomatic from atrial fibrillation due to no mode switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.